Manufacturer narrative:
The reported failure of a "ventilator inoperative" is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy evo user called the manufacturer's call center stating that a trilogy evo device became red while travelling by car and a buzzer kept sounding, but the device could be used again after turning the power back on. Upon asking about the error, it was said that "ventilator inoperative" was displayed. The manufacturer's sales rep called the patient's mother and confirmed that the device is currently operating properly. A replacement evo was arranged to be prepared at the hotel in case the same issue occurs again, as the patient and their family is currently traveling. No patient harm or injury were reported. Upon evaluation of the trilogy evo, the ventilator inoperative alarm was confirmed. In conclusion, the system circuit board and blower assembly were replaced to address the issue. The device was confirmed to be operating properly.